Event description:
It was reported that during a da vinci-assisted surgical procedure radical prostatectomy "pvt" procedure, while performing the anastomosis, the insert of one of the two jaws of the large needle driver holder broke inside the patient's abdomen. A fragment fell inside of the patient. The fragment was retrieved during the same procedure.

Manufacturer narrative:
The large needle driver instrument has not been received for failure analysis evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The large needle driver instrument was received and failure analysis found the instrument to have one severely bent grip, causing misalignment of the grip-tips. There was a 1.34 mm offset at the tips. The grips were not found to have cracking damage. It was noticed that the metal insert from the grip tip was missing. The detached fragment was not returned with the instrument. The detached fragment was measuring 5 mm x 1.90 mm.